Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported that "the air vent came out of the pump". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: during investigation, the reported ¿air vent¿ complaint was unable to be verified. The devices dual vent was present and intact. Unrelated to the original complaint, the audio bolus button cover was detached and not present. There was contamination present under the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.